Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed a middle of life 1 battery status, and a charge time of 23.0 seconds. The device declared elective replacement indicator (eri). A guidant technical services representative recommended replacing device since it had reached eri and sending it in for analysis once it has been replaced. Additional information was received stating the device reached end of life, however the change out is not scheduled for 2 weeks. It was discussed that the battery voltage was adequate to provide pacing for sometime, however charge times will increase for shck therapy.